Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "detection of violation of the integrity of the implant shell," "deformation of the right prosthesis due to the presence of multiple deep folds, areas of impaired integrity are identified in the lower lateral segment of the implant, with the content spreading beyond the contours," "intracapsular rupture" and "moderate ....diffuse breast fibroadenomatosis: confirmed via MRI. Record is for right side. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture and lump/nodule requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Ultrasound revealed implant rupture. The event of ¿moderate bilateral diffuse breast fibroadenomatosis" is not device related. The device has been explanted.